Event description:
In 2009, a doctor reported to facility that a pitt easy implant abutment fractured after over ten years of use.

Manufacturer narrative:
The doctor did not specify the cause of the implant loss but reported that the patient is doing fine. The doctor will replace the broken abutment with a new abutment. The product was not returned to facility for evaluation.